Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit would not read spo2 when a sensor was attached and did not produce an alarming sound or error message during testing and maintenance. The unit was power cycled, the sensor was replaced with a working new sensor, and sensors were swapped to isolate the issue. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the device was received without batteries, was not picking up readings from the probe, had a missing connector slider, and was running system software version 1.07.00. The issue was resolved by replacing the main board, nell board, and back casing. The label was transferred from the old casing to the new back enclosure. The connector slider was added, and the system software was updated to version 1.08.00. It was reported that the unit would not read spo2 when a sensor was attached and did not produce an alarming sound or error message. The reported issues was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.